Event description:
Livanova received report that a s5 gas blender system frequently gave alarm associated to flow rate rising to 3.5l despite being set to 3l during clinical use. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could reproduce the reported issue. The device will be sent to manufacturer site for repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: during inspection at manufacturer site, the error message related to a discrepancy between the set and the actual gas flow values was displayed on air channel. In order to fix the issue, mass flow controllers for air was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Root cause of the reported issue can be traced back to a defective mass flow controller for air channel.

Event description:
See initial report.

Manufacturer narrative:
H10: the affected part was returned to again to manufacturer's site for a detailed investigation. The investigator could reproduce the reported issue. The root cause of the it could be traced back to a defective o2 valve and o2 flow controllers that were replaced. Subsequent functional verification testing was completed without further issues.

Event description:
See initial report.

Manufacturer narrative:
After repair of the device at livanova deutschland, during the check performed at livanova japan (before bring the device back to the hospital), the same faiulre occurtred again. Therefore, the repair has not resolved the initial problem. Livanova has opened an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.